Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Noise and oversensing were also observed. Further testing was performed and a lead fracture was identified. A revision procedure was performed and this lead was capped and surgically abandoned. No additional adverse patient effects were reported.